Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that they met with the patient in october and the ins was over discharged. The rep reported that they started a trickle charge in office and the patient was to go home to complete the trickle charge. The rep reported that they would later meet with the patient to clear the power on reset (por). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that there was a warning power on reset (por) message. The patient noted that she had been working with a manufacturer¿s representative (rep) regarding the por. The patient reported that the rep gave her 4 patient programmers to take home and try to use. The patient reported that one the pps she was given showed an incompatible ins screen. The por could not be cleared. The patient was redirected to their healthcare provider (hcp) to have the device interrogated. No further complications were reported.